Event description:
It was reported that a patient underwent a procedure to treat bleeding veins in the stomach due to (B)(6). The patient was treated by using topical skin adhesive in the stomach. After the treatment, the patient developed an ulcer. The patient has also been experiencing chills and fever. Additional information was requested.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.